Manufacturer narrative:
Product was discarded.

Event description:
It was reported that the infusion set was leaking insulin at the connection between the infusion tubing and the headset. The patient experienced an elevated blood glucose level of 300 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.